Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at 15.0 mg/ml and 10.0 mg/ml concentrations and doses of 3.969 mg/day and 2.646 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient complained that the pump was too strong causing the patient dizziness on (B)(6) 2016. It was indicated the event was possibly related to the device or therapy and possibly related to the drugs dilaudid /bupivacaine and drug action increase in dose. The pump was reprogrammed on (B)(6) 2016 and the issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the dose of it medication was to high for the patient to tolerate, clinician turned the dose down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.